Event description:
Just after cross clamp, the mps cardioplegia delivery system console alarmed source pressure too high. The perfusionist turned the arterial head down; the error did not resolve. The perfusionist tried another disposable; the error did not resolve. The perfusionist used another console and the case was completed without further incident.